Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Poincloux et al 2015 ¿ endoscopic ultrasound-guided biliary drainage after failed ercp: cumulative experience of 101 procedures at a single center. The aim of the current study was to describe and report on 7 years¿ experience of eus-guided biliary drainage for obstructive jaundice in a large series of 101 consecutive patients in whom ercp had failed. All eus procedures were performed using a therapeutic linear array echoendoscope (gf-uct 140 olympus corp., tokyo, japan or eg38ut pentax, tokyo, japan) under general anesthesia in intubated patients. A prophylactic antibiotic (ceftriaxone 1g) was administered to all patients prior to the procedure. From the 25th patient onwards, an intravenous infusion of octreotide 1000 ¿g/ day (sandostatin; novartis, basel, switzerland) was administered during the two postoperative days. Extrahepatic approach - the echoendoscope was positioned in the first part of the duodenum, and the dilated common bile duct contiguous to the duodenal wall was punctured. This transduodenal-transcholedochal procedure was then similar except for two points: first, the guidewire was advanced upwards toward the liver hilum and never transpapillary; secondly, the sems deployed in the choledochoduodenostomy was exclusively fully covered and shorter (4 or 6cm in length) than that used in the hepatogastrostomy; this transduodenal stent could not be allowed to cross the biliary hilum and occlude the intrahepatic ducts. Stent-in stent semss were most often used in order to reduce the risk of stent migration major complications were defined as those needing surgery or resuscitation. Extrahepatic approach - major complications were encountered in two patients with choledochoduodenostomy: hemobilia in one patient resulting from an arteriobiliary fistula (between posterior wall of the common bile duct and the right hepatic artery according to intraoperative ascertainment) with postoperative favorable outcome, and severe sepsis with fatal outcome at day 5 in one patient receiving palliative care. Clinical personnel confirmed that the patient death with severe sepsis was eus-choledochoduodenostomy procedure related. The patient death was not related to 19-a needle. This complaint was opened to capture the hemobilia in one patient resulting from an arteriobiliary fistula (between posterior wall of the common bile duct and the right hepatic artery according to intraoperative ascertainment) with postoperative favorable outcome,

Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed as per the instructions for use, ifu0050-2 which informs the user about the potential complications "associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage and acute pancreatitis¿. A definitive root cause could not be determined from the available information. It is possible that the fistula occurred when the needle accidently punctured the artery while puncturing the bile duct. It is known from the literature that the haemobilia that occurred resulted from an arteriobiliary fistula. Summary: complaint is confirmed based on the customers testimony. The patient¿s outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.